Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and one day later, inspected system for leaks, powered on system normally - pressure normal. Tested all buffer valve flow individually with no issue. Replaced all three buffer valves. Performed drain flush, prime of all fluids, and then normal start up with no issues. Ran qc (quality control) and a couple sample racks with no issues. The most probable cause of the reported event was a 2-way valve failure for buffer.

Event description:
On (B)(6) 2016 the customer reported low pressure with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.